Event description:
The infant had a PICC line inserted. While the mother was holding the baby, the PICC line was noted to be leaking between the two stopcocks. The stopcocks were changed, and the PICC line was flushed to ensure patency. After the event, the stopcocks were flushed with saline and noted to be leaking at the luerlock.